Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that yesterday they were hooked up to the stimulator and thought they would try to give it a little bit more charge and maybe they would feel better. Caller stated they bumped it up 3 times and "really felt it charge", but now it hurt worse than before. Caller stated that it hurts worse in the middle of their back and where the device is implanted it feels like has been burned. Caller clarified that it's not a surface level/skin sensation but it's in pain in their back. Caller noted that they think they have done something wrong. Agent walked caller through unlocking the controller. Caller confirmed that both batteries were fully charged and saw "stimulation is off." Agent walked caller through turning stimulation on. Caller did not feel any sensation from the stimulation. Agent walked caller through each program to ensure the intensity levels were not 0. Caller was running group a with program 1 a t 2.3, program 2 at 1.5, program 3 at 0.8, and program 4 at 0.8. Caller noted if they increased intensity one more step they felt sensation in their back where the implant is located. Agent reviewed equipment general use with caller as caller seemed to understand that the recharger had to be on their implant for stimulation to take place. Agent reviewed with caller everything appears to be working as intended and instructed to monitor their pain as the therapy sensation builds up over the next 24 hours. Agent advised caller to follow up with their manufacturer representative (rep) or physician if needed for additional programming changes. The reason for call was caller reported they noticed that there was no strength on any of the settings that reached the middle of their back where their pain is. Caller stated that they can feel tingling in their legs but not in their back and when they increase the intensity, the intensity is so strong that it almost hurts. Patient stated they can get through the day by sitting on ice and taking some pain pills. However, the severe pain is during the night when they are getting up to use the bathroom and when trying to get up from the stool and that's when the excruciating pain hits them. Pt stated there is no position in their bed they can lay to help back or left side. Caller noted that there is no relief from the stimulation and they don't want to be in pain. Pt is having to use hydrocodone and tylenol for relief but that's bad for their kidneys. Caller mentioned that they have tried different groups a, b and c and that group c helps them with their lower back more than anything but hurts so bad in their leg.  Patient mentioned they have an appointment with their healthcare provider on tuesday.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient stated they did not feel like they were getting relief. Patient turned off stimulation yesterday and stated that today she could not tell a difference with pain being better or worse. Today patient was changed from dtm programming to hd programming. Patient to try all three groups for 7 to 10 days and take notes. Patient was referred to have an x-ray to make sure there has not been lead migration since implant. Impedance check was performed and all contacts were within normal limits. Cs was unable to get stimulation higher than patient¿s thighs. Patient stated initially it was hard to tell she was getting relief because she had procedure pain. And she¿s just gradually noticed that she feels like she¿s not getting any pain relief. And once she turned the stimulation off, she states that she cannot tell a difference in relief. Patient denied falling or lifting anything heavy. The cause of the event was unknown. It was reported the patient met with the manufacturer representative (rep) and they reprogrammed their device. They suggested trying to use c for a week, then a for a week, then b the same. The patient liked c, some settings were strong and any changes were not helpful on c. The patient had another appointment later in the month for testing all three patterns. The patient was unsure it would help.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Cause was not determined. As of today there is very little relief in hip but left leg and front is just a tad bit better. Patient stated nothing was specified about burning x-ray was taken and nothing has changed. Patient stated they are not sure they will continue with the stimulator.